Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that the orbit galaxy coil (640cx0202/17260970) was stretched during the procedure. At the time of initial contact, the device was available for return.

Manufacturer narrative:
A non-sterile orbit galaxy cmplx xtrasoft coil 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped and no damages were noted on it. The support coil, gripper and embolic coil were found outside of the introducer. The gripper and embolic coil were inspected under microscope; no damages were noted on the gripper while the embolic coil was found stretched. The review of lot 17260970 revealed no anomalies that were considered potentially related to the reported complaint. The failure reported by the customer as that the coil unraveled/stretched was confirmed. The cause of the stretched condition found on the embolic coil was apparently caused by applying excessive force on the device but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent these kind of failures leaving from the facility. Procedural factors and handling process may have contributed to the failure as reported.